Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was removed when the patient was traveling out of state. The system was replaced with an OEM system. The patient's following physician did not know the reason for system extraction. The patient now has a new biotronik system implanted on (B)(6) 2015. The system was retained by the hospital. Should additional information be received, this file will be updated.